Event description:
The customer reported to phillips healthcare that the defib test failed and the heartstart mrx also had an "error log therapy pca charge shock failure". There was no reported pt involvement.

Manufacturer narrative:
Pr# (B)(4): a f/u report will be submitted upon completion of the investigation.